Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, since the camera cable may have been disconnected, it is possible that the endoscopic image was not displayed due to communication failure due to the disconnection of the camera cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(6) for evaluation. (B)(6) inspected the device and confirmed the following: the reported phenomenon was reproduced. The color bar was displayed on the monitor instead of the endoscopic image. No obvious damage was found on the appearance of the device. Some or one wire inside the camera cable may be damaged. The camera cable was twisted, which prevented the endoscopic image from being displayed. Damage to the camera cable may have been caused by mishandling by the customer. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparing for use before the procedure, the endoscopic image was not displayed because the camera head did not work. The user replaced the device to another device and performed the intended procedure for inspection of lipopolysaccharides with possible cytoreduction. There was no report of patient injury associated with the event.